Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the customer was hospitalized last month for diabetic ketoacidosis. The customer's blood glucose was unknown at the time of hospitalization. The mother stated the hospitalization was caused by incorrect insertion of the infusion set. The mother also reported they were unable to lower the customer's blood glucose with the insulin pump. The mother declined to return the insulin pump for analysis.